Event description:
On (B)(6) 2011, pt reported his infusion site was leaking. Pt stated, he noticed a wet spot on his shirt when he was getting ready to eat. Pt reported he changed the infusion site 3 days ago. Advised pt on proper site rotation. Advised pt the infusion site needs to be changed. Pt didn't mention any damage to the infusion set. Pt stated, he would change the infusion site on his own. On f/u call on (B)(6) 2011, pt reported he thinks the leak was coming from the infusion set and not from his body where his infusion site was inserted. No physiological effects were reported. The pt did not required assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.